Manufacturer narrative:
Result of investigation: the root cause is the defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Exact root cause under investigation.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bedside nurse alerted during bellavista 1000 unit is alarming low ventilation while connected on a patient. An air leak is heard, and discovered that the flow sensor is broken. Furthermore, there was no patient harm reported associated with this event.